Event description:
Additional information was received from a health care provider (hcp) via a manufacturer representative (rep) clarifying that the pain physician office determined there was a pocket fill and drug did not enter the pump reservoir at the refill appointment. The cause of the event was determined to be a pocket fill. It was further reported that the patient was brought into the pain physician's office and refilled under fluoro after the patient was discharged from the hospital. The physician informed the patient of the pocket fill while they were in the office. The issue was reported to be resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving baclofen 3000 mcg/ml (unknown dose) via an implantable pump for unknown indications for use. It was reported that the patient was brought to the intensive care unit (ICU) after a pump refill and was intubated. It was unknown if any environmental/external/patient factors had led or contributed to the issue. Diagnostics/troubleshooting performed included telemetry during the visit to communicate drug and dosage to the ICU. Interventions/actions taken included the patient currently being intubated and the pump was placed into minimum rate mode. It was unknown if the issue was resolved at the time of the report and the patient's status was unknown. It was also noted that a surgical intervention did not occur but it was unknown if it would be planned. The patient's weight and medical history was asked but was unknown.